Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that for the asymptomatic patient, non-sustained lead noise episodes were recorded. Noise was seen on the stored egms. Patient condition was fine and will be monitored via merlin.